Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue and fluid leak cannot be established as the product is not available for analysis; therefore no physical or visual analysis of the product could not be performed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly as a result of being completely empty of saline. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient was good following the procedure.